Event description:
Pt reports needs new pump, last pump broke. No further details provided. Serial number not provided. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Diagnosis for use: common variable immunodeficiency.